Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim exhibits signs of wear and tear suggesting repeated use. Two ball bearings and associated spring was not returned, thus confirming disassembly. Device history record was reviewed and no discrepancies were found. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference: (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not received, but expected.

Event description:
It was reported that when assembling the tibial articular surface provisional (tasp) construct for use it was noticed that the tasp shim was very loose. A technician removed the shim for inspection and it was evident that the ball bearings and springs were missing from the shim. The shim was still used to completed the procedure. No adverse events have been reported as a result of the malfunction.